Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2018 with blood glucose of 525 mg/dl. The customer¿s current blood glucose was 555 mg/dl. The customer was treated with fluids and insulin. Customer did not report any symptoms related to high blood glucose level. Customer stated that insulin pump was not able to bolus. Customer stated that insulin exit. Troubleshooting was done for high blood glucose. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and delivery accuracy test. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and unexpected restart error test. Device uploaded properly using care link. No cosmetic damage noted. (B)(4).